Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information). (Device manufacture date). (Identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1:11 testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 analysis of production records. Method code #3: 4114 device not returned. Results code: 3259 improper physical structure. Conclusions code: 4307 cause traced to component failure. The sample was not returned for evaluation, however, pictures that were provided with the complaint were reviewed. Upon evaluation of the provided pictures, the damage to the thermistor was confirmed. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage was caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the temperature connection on the venous inlet was broken. No patient involvement. The product was changed out. The procedure was completed successfully.